Event description:
It was reported that despite multiple attempts, an rx acculink did not cross 90% stenosed, heavily calcified right internal carotid artery (rica) target lesion. The device was removed and there was no adverse pt effect. A second rx acculink was implanted in the rica; however, during stent deployment, the stent significantly jumped proximally as a result of heavy calcifications and did not cover the entire length of lesion. Another acculink stent was implanted, overlapping the first stent, to fully cover the lesion. There was no adverse pt sequela. Though requested no additional info was provided.

Manufacturer narrative:
(B)(4). A stent jumped may be a result of, but is not limited to, pt's vessel geometry or the vessel diameter which could have been larger than the stent when the stent does not appose the vessel wall when the stent is fully deployed, and when there is inadvertent movement of the handle during deployment, or the positioning of the stent prior to deployment was not optimal. Furthermore, as per acculink instruction for use, stent deployment cautions that prior to stent deployment, remove all slack from the delivery system. Based on available info and the fact that the product was not returned for analysis, a conclusive cause appears to be related to pt anatomical morphology as the case description described, it was a result of heavy calcifications.